Event description:
It was reported that unusual auto mode switching was detected on the implantable cardioverter defibrillator (ICD). Possible far field r wave oversensing was initially suspected but technical services confirmed the events to be due to crosstalk. Programming changes were recommended to decrease atrial sensitivity and were to be made at a future follow up in clinic. The patient was asymptomatic throughout. The patient was stable.